Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient and husband called about pump issues. The patient reported blood glucose (bg) of 400 mg/dl and corrected with manual injection after 12 hours. The patient stated she cancels meal boluses halfway to reduce insulin and under-reports meals. Agent advised against this, especially after a factory reset. The patient also reported eating bedtime snacks to prevent lows and using infusion sets up to 5 days. Agent explained snacks before bed may cause highs, and infusion sets should not exceed recommended duration. The agent provided education to the patient to change all supplies if bg reaches 400 mg/dl or stays over 300 mg/dl for 90 minutes, disconnect pump for 2 hours after manual injection, and announce meals at first bite (skip if >30 minutes late). Due to frequent under-reporting and interrupted dosing, the agent recommended a factory reset. The patient agreed, and the agent guided her through resetting and restarting with dexcom g7 code 3455 and new supplies. The patient successfully set up the ilet pump. During the event, the patient experienced dry mouth, itchy and warm skin. No medical intervention required at the time of call.